Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 2.1 gemlock,hex tool,ratc (chrl2.1) was returned for investigation. The reported zimmer implant was not identified, and was not returned. Visual inspection of the returned product identified wear about the driver body, and damage at the hex feature. The gemlock is noted to be completely compressed inward, and the engagement surface is plastically deformed. Functional testing was performed for the returned product and it was determined the driver no longer retains in an implant drive feature in its current condition. Review of appropriate documentation: documents reviewed: IFU 9228 rev 0-07/14; warnings. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported lack of retention. Procedure completed. Instrument does not hold correctly the implant. The reported complaint confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the hex driver could not retain the implant correctly.